Event description:
The pt reported that the buttons require several presses to elicit a response, and the buttons do not feel normal when pressed. The pt denies exposure to water.

Manufacturer narrative:
The pump was returned to animas for evaluation. The buttons were found to be intermittently responding and required excessive force to activate. The keypad was removed and the 'up' button contact was found to be misaligned. Adhesive was observed under the button contacts.